Event description:
Normal saline infusing through double channel symbiq infusion pump at 75 cc/hr. Approximately 150ml left in 1000ml bag; new bag spiked and infusing at 100ml/hr. About two minutes later, when rn was leaving the room, the alarm on pump sounded-air in line on screen. Visible air noted in line past chamber of pump. At no time did the bag run empty. Alarm did not sound while air was in the chamber it had already past. Channel: a air sensory setting: 50 mcl distal sensor setting: 424.979 mmhg. Diagnosis or reason for use: administration of normal saline. Event abated after use stopped or dose reduced?: yes.